Manufacturer narrative:
Additional patient ID ¿ (B)(6). Patient weight is approximately (B)(6). Patient height is (B)(6). Date of event is unknown. This report is for 2 unknown screws. UDI # is unknown. Date of implant is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. (B)(4). This report is for 2 unknown screws. Pmd/510(k) number is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent surgery for a left femoral mid-shaft spiral fracture at another facility. The patient was implanted with one (1) 12mm x 400mm retrograde nail, two (2) 5.0mm distal locking screws, lateral to medial, and two (2) 5.0mm locking screws anterior to posterior proximal. During a postoperative visit, the patient complained of pain and an x-ray revealed a nonunion and what appeared to be two bent screws, date unknown. On (B)(6) 2016, the patient was brought back to the operating room for a revision surgery. Once opened up, the nonunion was described as a wide open gap without callous formation noted when the surgeon moved the patient's leg. The two (2), 5.0mm distal screws that were originally thought to be bent, were found to be broken. It was reported that the screws were somewhat difficult to remove but did not require additional measures nor cause delay in the surgery. An x-ray on (B)(6) revealed that a small portion of the tip of one (1) of the screws was left in the patient; the remaining fragments were all removed. After removing the devices, the surgeon reamed the patient and implanted one (1) 15mm x 400mm retrograde nail and three (3) 6.0mm locking screws - two (2) low and one (1) up top. It was reported that the surgery went as planned and the patient was in stable condition. There was no delay in surgery. Concomitant devices: retrograde femoral nail (part # unknown, lot # unknown, quantity 1); 5.0mm locking screws (part # unknown, lot # unknown, quantity 2). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).